Event description:
The device was not used beyond the expiration date.

Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, it was noted that the taxus express2 3.0 x 24mm drug eluting stent package had been opened. The pt status and outcome of the procedure were reported to be "good." It was also reported that the device had been re-sterilized. The device was used beyond the expiration date.